Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This was a radiology result. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. This was a radiology result.

Manufacturer narrative:
(B)(6). This report is an unknown prodisc c implant/unknown lot. Unknown part number, UDI is unavailable. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient reported sensory noted as abnormal intermittent numbness of hands noted. The large 5mm prodisc c was placed at c4-5 on (B)(6) 2004 with no reported complications reported. The patient was discharged home on (B)(6) 2004 with no reported complications. Discharge medications were norco 10/325 one to two (1-2) tablets every four to six (4-6) hours. Adjacent disc degeneration was detectable at c4-c5 level pre-operative and observed to be mild and moderate at follow up visits through radiographic assessment. This report is an unknown prodisc c implant. This report is for adjacent disc degeneration detectable at c4-c5. This is report 2 of 2 for (B)(4).